Manufacturer narrative:
Upon receipt, this lead was subjected to an extensive analysis. The performance was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection of this lead a deformation of the fixation helix was found as mentioned in the complaint description. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. Further damages observed occurred most likely due to mechanical forces applied during the surgery. During the analysis of this lead, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - at implant, another lead dislodged just after being placed. A soft stylet was used to reposition the lead and it dislodged again. That lead was removed from the body and checked. The helix was tested and appeared to be fine. The lead was then placed again, but it dislodged and was then discarded. Then this lead was tried and it also dislodged upon testing the thresholds. A j-wire was used with success, attaching the lead to the ra lateral with good current of injury and thresholds of 0.8v. The pacemaker and lead were checked just prior to leaving the lab all and parameters were within normal limits. At a routine check 9 hours later, no sensing in the atrial channel was seen and dislodgement was suspected. A chest x-ray confirmed the atrial lead had fallen into the rv. The doctor returned the patient to the lab and removed this lead. Upon review, it appears the helix had been stretched.